Event description:
As reported: "fracture of the implant in the case of a domestic fall event that cannot be ruled out. Patient had revision surgery the next day.

Manufacturer narrative:
The reported event could be confirmed, since the device was returned, and matches the alleged failure. The received nail is completely broken in the webs of the proximal lag screw hole. We can see the misdrilling marks at the proximal end of the nail and the load-bearing points at the medial edge. We can see lines of rest which indicate that the initiation of breakage happened in a fatigued manner, but we also have the deformation posterior end which indicates that the complete breakage happened instantaneously in a brittle manner which is most likely caused by the fall of the patient. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on the investigation, the root cause was attributed to patient related. If any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "fracture of the implant in the case of a domestic fall event that cannot be ruled out. Patient had revision surgery the next day.